Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 301029, batch # 2125292. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter. It was reported by customer that debris found in syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Notification number 200521611, notification created date (B)(6) 2022, notification description debris found in syringe, component number 26005, component description syr 10ml l/l, component lot serial number 2125292, regulatory date reported 4/5/2024, regulatory reference number 1423395-2024-00275. Additional information provided: 1. Can you please provide an exact date of event in dd-mmm-yyyy format? 10/04/2022 2. Did the reported issue have any impact on the patient? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No impact to patient 3. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No.